Event description:
It was reported that there was atrial high rate episodes reported which had very short non-physiological intervals. Also, the electrogram (egm) had a very noisy baseline, but it was set to sum so it was unsure if it was due to the atrial or ventricular lead. It was also indicated that the ventricular lead does not work, but the clinician was unsure why. The device mode had been programmed to inactivate the ventricular lead which remains implanted. The atrial lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr01aa, implantable pulse generator, (B)(6) 2004; 407652, implantable pacing lead, (B)(6) 2004. (B)(4).